Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that high capture threshold and low pacing lead impedance were observed. Perforation was suspected. The lead was explanted and replaced. There were no complications to the patient.